Event description:
Customer reported that the insulin pump had become cracked. She stated that the top of the reservoir compartment was cracked where the o-rings were and that it was sticking out. Customer stated that she believed this damage occurred when the insulin pump fell out of the pocket. The blood glucose reading was 82 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.